Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced excess bleeding. Physician applied direct pressure for 10 minutes which stopped bleeding. This resolved the issue.